Event description:
It was reported that the compressor mini would not turn on. There was no patient involvement. (B)(4).

Manufacturer narrative:
Investigation on-site has been performed by our field service engineer(fse). Troubleshooting revealed that the unit had a defective power cable. The power cable was replaced, and the compressor was returned to service after a successful functions and safety checks tests. The power cable was received for investigation. The power cable was measured and the cable had an open circuit. In the visual inspection of the power cable, kinks and scratches were observed, also marks indicating that the cable had been jammed. Our conclusion is, that there was an obvious wear of the cable and that the hospital could have performed preventative measures before the cable had become broken.

Event description:
(B)(4).